Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. Metal gouging was found on the ID of the outer tube and the od of the inner tube by distal end of the device. No other anomalies found the typical cause of this type of event is excessive bending/leveraging forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during shoulder arthroscopy, the burr produced metal debris. Surgery was finished as normal but it was not possible to remove all of the debris. No further information received at this point.